Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n476092, implanted: (B)(6) 2014, product type: accessory. Product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 389033, lot# j0237063v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient was going to have their implantable neurostimulator (ins) moved via a surgical revision. The ins may have moved a bit but there was no issue with the pocket. The ins was going to be moved off of the belt line. The revision was scheduled for (B)(6) 2015. There were no patient symptoms reported. The patient was indicated for spinal pain.